Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0812, awareness date 26-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert ) in 2011. Consumer reported: I had essure done in 2011 and had to have the other side redone in 2012 after my hsg test showed only one side was blocked. I also had an ablation done when they placed the other essure in 2012 because my periods became so heavy. Event after the ablation I still continue to have heavy periods and don't event go a full month between periods. I have gained a lot of weight and weight more now than when I was pregnant with all four of my kids. I get headaches all the time with vertigo. My stomach constantly looks like I am pregnant and always gets much worse after eating. I have never had a problem with acne before and my face is now covered. I am always exhausted and have no energy. I have low back pain and sometimes will get weird shooting pains in the front where my ovaries are. I am convinced it is all from essure since all of my symptoms started after getting it but doctors all say it is polycystic ovarian syndrome and put me back on birth control pills to regulate my hormones. Additional information received on 15-sep-2015 (ptc - product technical complaint). Ptc global number: (B)(4). Ptc result: final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had to have one side redone because the hysterosalpingogram showed only one side was blocked. She had an ablation (off label use) when essure procedure was redone because her periods became heavy (interpreted as menorrhagia). This event is serious due to required surgical intervention and listed in the reference safety information for essure. In this particular case, the consumer stated all her symptoms, including menorrhagia, started after essure insertion. Considering this suggestive temporal relationship, the causal relationship with essure cannot be excluded since the diagnosis of polycystic ovarian syndrome can explain other symptoms but not menorrhagia. This case is regarded as incident since a required intervention was necessary to treat the menorrhagia assessed as related to essure. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect no active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.